Event description:
A 26 mm diameter x 15 mm diameter x 16.5 cm length aneurx bifurcated stent graft with xpedient delivery system and it components were successfully implanted in a pt for endovascular treatment of a 5.5cm adbominal aortic aneurysm. Vessel morphology was reported to be non tortuous. It was reported that the completion angiogram showed good proximal fixation of the stent graft without evidence of endoleak. The pt developed sudden onset of right flank, back and right leg pain. They were found on evaluation to have an ischemic right lower extremity. Arteriography showed an occlusion of the right limb of the graft and successful thrombectomy was performed with establishment of brisk inflow. A repeat arteriogram showed critical stenosis in the right limb of the graft at the temination of the native aortic bifurcation. A pta was performed with a 16mm x 4cm pta balloon with good results without residual stenosis. The pt is reported to be fine with no additional clinical sequelae reported.